Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via manufacturer representative, reported the only diagnostic listed was the event was reported by the patient. The uncomfortable stimulation occurred when the device was turned on.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0h335, implanted: (B)(6) 2014, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was initially reported by a healthcare provider (hcp) for a clinical study that the patient had pain at the device site. It was noted that pain/aching at the implant site was intermittent. This had resulted in an unscheduled clinic visit and reprogramming. A follow-up was scheduled for 2 months following the date of this report. On (B)(6) 2015, the healthcare provider (hcp) for a clinical study reported the event resolved without sequelae. On (B)(6) 2015, the patient reported she still had pain by her implant site. She had been back to her healthcare provider (hcp) a couple of times but the hcp did not really seem to know why the patient was hurting except that there may be some inflammation. The patient had been taking ibuprofen. The patient also reported she was feeling uncomfortable stimulation on her left hip and buttock, but her implantable neurostimulator (ins) had been shut off since (B)(6) 2015. The stimulation had been getting stronger. On (B)(6) 2015, the patient confirmed with her patient programmer (pp ) that the ins was off and at 0.0 v on program one. The patient noted she had been riding her stationary bike more for the past month, (B)(6) 2015, and was not always feeling the stimulation sensation but had felt it as recent as the morning of (B)(6). The patient stated the sensation was annoying. The patient also mentioned she thought they got the past issue on her right side fixed. Indication for use was reported as fecal incontinence and gastrointestinal/pelvic floor. No troubleshooting/diagnostics, actions/interventions, or cause were reported regarding this event. Follow up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.